Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted a small atrium. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the mitral valve. After the clip was deployed and the cds was removed, positioning was briefly lost with the sgc due to steering issues. The sgc was re-positioned and a second clip was deployed to reduce the mr further. After the procedure, an atrial septal defect (asd) was observed and the asd was closed with an occluder. Two clips were implanted, reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue appears to be related to the patients small atrium. Additionally, the reported patient effect of atrial perforation in this incident appears to be related procedural circumstances of difficult to position. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.